Event description:
It was reported that the lead was oversensing, had noise, and had triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the is-1 set screw marks are too proximal on pin. The lead may not have been inserted fully into the connector. Performance data collected from the device and have analyzed the data. Oversensing was noted as nine ventricular non sustained tachycardia episodes <=200 ms occurred between (B)(6) 2012 16:18:37 and (B)(6) 2012 18:58:43. Five lead failure predictor high rate-non su stained episode <= 217 ms average v-cycle occurred between (B)(6) 2012 11:22:58 and (B)(6) 2012 13:29:17. Interference/noise was noted as ventricular short interval count v-sic were 215.9 counts avg/day, in 4.93 days, between (B)(6) 2012 12:09:08 and (B)(6) 2012 10:24:31. Lead integrity alert was triggered as two patient alert for lead failure predictor occurred on (B)(6) 2012 08:29:50 and (B)(6) 2012 12:57:41.